Manufacturer narrative:
Batch review performed on 18 march 2019: lot 165985: (B)(4) items manufactured and released on 28-nov-2016. Expiration date: 2021-11-15. No anomalies found related to the problem. To date, (B)(4) items of this lot have been already sold without any similar reported event. Additional implant involved, not available for further investigation: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416), lot. 141017:50 items manufactured and released on 10-apr-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all the items of this lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection about 2 years after primary, the pathogen is unknown. The surgeon performed a washout and revised the femoral component and poly. The surgery was completed successfully.